Event description:
It was reported that the ilet bionic pancreas issued an occlusion alert while using an inset infusion set, after which the user noted elevated blood glucose of 230 mg/dl and changed all supplies, received an unable-to-proceed reference, and transitioned to multiple daily injections; the event aligns with an obstruction of insulin flow associated with the connector/coupler component. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a missed insulin dose without hospitalization. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a deformation problem consistent with an obstruction of flow at the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.